Event description:
It was reported that the service icon was illuminated on the device. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event.